Event description:
It was reported that the patients ipg was almost protruding through the skin. It was noted that the patient had lengthy stay at the nursing home rehab center and laid on the ipg for too long and possibly have pressure injury. The patient underwent an explant procedure wherein all device components were removed. The explanted device components were not returned as they were disposed per facility policy.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: (B)(6).